Event description:
It was reported that an external fluid leak was observed from a polyflux 210h during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: two (2) devices were received and photos of the sample were provided for evaluation. Visual inspection of the photos showed potential polyurethane (pur) residue inside the device dialysate port. Inspection of the actual samples showed pur residue inside the dialysate connectors and well as on the sealing surface of the connectors. Pur film can occur in the device hansen connectors as a remnant of the manufacturing potting process and should be sorted out during visual inspection; however, the devices are considered to be within specification. Functional leak testing was performed on the samples, and no leaks were noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported leakage was not verified. Should additional relevant information become available, a supplemental report will be submitted.